Manufacturer narrative:
Date of event - estimated based on the aware date of (B)(6) 2021 as date of event is unknown. (B)(6).

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. During the 6-month follow-up transesophageal echo (tee), a device thrombus greater than 5 mm was found on the device screw. No additional information is known at this time.